Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and that the insulin gauge was inaccurate. Customer¿s blood glucose level was 308 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.